Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device was not accessible. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossed over to station. The technical support specialist attempted to dial in to the impacted device, but remote support service (rss) kept timing out. Clean disk and rss utilities were restarted from the bomgar dashboard to rule out dial-in issues, and efforts were made to access the station database from the server or related device. The dashboard indicated that the station¿s database was at maximum capacity, likely causing communication problems. A field service engineer advised the customer to follow the knowledge article, "rss communique 310 update 8: beyond trust v24 troubleshooting" for troubleshooting remote connectivity issues. The case was closed. The system functioned as intended after the technical support specialist and field service engineer troubleshot and investigated the device.

Event description:
It was reported by that when using bd pyxis¿ medstation¿ es had a device was not accessible. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.